Manufacturer narrative:
With all the information, boston scientific concludes the reported clinical observation of inappropriate shock impedance is a known inherent risk associated with the use of this device, as documented in the instructions for use (IFU). A review of the device history record (DHR) was performed. The review of the DHR identified there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. The device remains implanted; therefore, product analysis could not be performed. However, the reported observation is addressed in product labeling. Therefore, well-understood factors likely contributed to the event. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. This device remains implanted and therefore has not been returned. As such, physical analysis has not been conducted in our laboratory. However, labeling review was conducted. This review determined the clinical observation is covered by the IFU. Therefore, it can be concluded that expected or well-understood factors most probably contributed to the event. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this patient received a shock from their subcutaneous implantable cardioverter defibrillator (s-ICD). At the time of the shock, the patient was sitting on the couch without any electronics nearby and was not doing any particular activity. During a subsequent in-person follow-up, the field was unable to reproduce any s-ICD related noises. The device has been programmed to 2x primary vector since implant, the only vector that was also confirmed to be ok at the recent outpatient follow-up on (B)(6) 2025. During the follow-up, the physician decided to increase the therapy zones and increase the smart charge. Technical services (ts) was also consulted, noting the available data shows myopotential oversensing due to low r-wave (approximately 0.5 millivolts) and high noise amplitude. System impedance is stable and in normal range. Counters show normal measurements. Troubleshooting steps and technical options for automated screening tool (ast) mapping were discussed, and the patient will continue to be closely followed via home monitoring. Besides the inappropriate shock, no other adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this patient received a shock from their subcutaneous implantable cardioverter defibrillator (s-ICD). At the time of the shock, the patient was sitting on the couch without any electronics nearby and was not doing any particular activity. During a subsequent in-person follow-up, the field was unable to reproduce any s-ICD related noises. The device has been programmed to 2x primary vector since implant, the only vector that was also confirmed to be ok at the recent outpatient follow-up on (B)(6) 2025. During the follow-up, the physician decided to increase the therapy zones and increase the smart charge. Technical services (ts) was also consulted, noting the available data shows myopotential oversensing due to low r-wave (approximately 0.5 millivolts) and high noise amplitude. System impedance is stable and in normal range. Counters show normal measurements. Troubleshooting steps and technical options for automated screening tool (ast) mapping were discussed, and the patient will continue to be closely followed via home monitoring. Besides the inappropriate shock, no other adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.